Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2008. It was reported that since falling on the ice two years ago, the patient has experienced swelling and overstimulation at the ipg site. She had a visible and palpable lump over the ipg site. There have been no changes in stimulation coverage. The ipg was explanted and replaced on (B)(6) 2011. It was discovered that there was an excessive amount of scar tissue encapsulating the ipg. Adequate coverage was achieved following the procedure. The ipg was returned to the manufacturer for analysis. No additional information is available at this time.